Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# v010369 serial# implanted: (B)(6) 2007 explanted: product type lead product ID 3387-40 lot# j0546276v serial# implanted: (B)(6) 2005 explanted: other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4) ubd: 14-apr-2009, UDI#: ; product ID: 3387-40, serial/lot #: (B)(4) ubd: 29-jul-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implanter forgot to turn the ins on initially. The patient said the ins eventually got turned on, but they had been having therapy problems ever since it was turned on. The patient added that their doctor said, "what's this essential tremor nonsense a year after implant date? You have parkinson's." The patient mentioned that they researched and discovered that a medication they were taking "indicated parkinson's." The patient's doctor ordered an MRI of the patient's brain because their theory was that as the patient got older, their brain shrunk just a little bit, which they thought may have resulted in the leads "probably not hitting the spots they need to hit." Thus, the doctor ordered an MRI of the brain to determine if that was the case. The patient said they have been trying to find an MRI facility to do their brain MRI, but the facilities they have contacted have not been willing to do it. The patient mentioned that they were thinking about having the ins system explanted because they heard there was a wristband they could wear (the agent was not sure what the patient was referring to). The agent advised the patient to have the MRI facility call technical services to review MRI scanning conditions further and redirected the patient to their healthcare provider to address the therapy issue further.